Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2017 with the following findings: review of the black box data revealed no records of power on reset. The returned battery cap was intact, without damage and measured within required specifications. There was no moisture or corrosion inside the battery compartment. The returned battery cap secured to the pump properly. On investigation, the pump powered on normally with functioning audio tone and vibration and displayed the verify screen per normal operation. The pump was exercised for 24 hours without any errors, alarms, warnings or power interruptions. The pump was opened for further investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.